Event description:
It was reported that the pt's incision site opened. The surgeon explanted the pt's device but left the electrode in place for future reimplantation. The surgeon wants to wait for the skin flap to heal before implanting another device. It was reported that there is no sign of infection.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. It was reported that the device will not be returned to the company. A review of the device history records was completed and no anomalies were noted. This is the final report.